Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the patient line. In addition, it was reported that air bubbles were observed. Customer¿s blood glucose (bg) level was 400 mg/dl. The elevated bg level caused the customer to fall, which caused the customer to break a toe and bruise her tail bone. A manual injection was administered to address bg. Customer performed a supply change to address the issue.